Event description:
The customer's mother reported via phone call that he was having issues bolusing. When the customer was trying to bolus the number kept scrolling up. Customer's blood glucose level was 128 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. However, no button error alarm, ramping numbers, or scroll bar moving on its own anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.